Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead displayed high threshold. The lead was attempted, capped and not used. Another lv lead was used. After placing the second lv lead in the tissue, there was no capture noted at high output. It was noted the lead did not get a good bite in the tissue and when the physician attempted to examine the lead further, it simply pulled out. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 5076-52 implantable pacing lead, implanted: (B)(6) 2001. (B)(4).